Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made to device which resolved the oversensing issue and will be discussed with the following physician. No patient information available.